Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, bilateral procedure, while tacking the mesh, the device got stuck when passing through 5mm port. The surgeon tried 2 different ports, but had the same result. Eventually, passed through port with a great deal of force. There was a noticeable flared end at the tip of the instrument. In order to resolve the issue, surgeon persisted with trying to get the tacker down the 5mm port(s). No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.